Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device had particulate matter. This occurred before patient use. It was stated that the vial-mate caused coring of a piperacillin vial stopper. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between: 09nov2016 and 10nov2016. The device was received for evaluation attached to the solution bag and product vial. During visual inspection, grey particulate matter consistent with stopper material from fragmentation of the vial stopper. Was observed in the vial. The device was removed from the drug vial to perform an evaluation on the needle. The needle showed no morphology that would contribute to fragmentation. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.